Event description:
Caller reported a malfunction on pump and provided malfunction code as malf 1. There was no reported impact to the customer¿s blood glucose level exceeding 500 mg/dl. Cts arranged for a pump replacement with updated software and informed caller about training availability via tandem source account. Customer was advised on steps to take with the replacement pump and instructed to return the original pump using a provided return box and label. Backup insulin therapy was identified as multiple daily injections (mdi).